Event description:
It was reported patient's ipg became inoperable. Surgical intervention was undertaken wherein the ipg was explanted and a new scs system was implanted. Therapy was provided post-op.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Section b3: date of event is estimated.